Event description:
It was reported the customer had cracks around the display window. The customer also reported cracks near the reservoir window. No additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.